Event description:
It was reported that approx. 40 months after the implantation the shock impedance was out of range at greater than 150 ohms. The lead was explanted and returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 23.5 cm distal to the is 1 connector pin. A proximal and a distal lead fragment were returned. In between a 1.5 cm segment of insulation body was missing. The returned lead fragments were subjected to an extensive analysis. During the visual inspection the lead fragments presented multiple abrasion marks. In particular at the distal lead fragment, the insulation was damaged. In this region the conductor cable to the shock coil was fractured. This damage can be considered to be the root cause of the clinical observation of high shock impedance greater than 150 ohms. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might include the bending of the distal lead in a small radius on two points which was visible on the provided x ray projections. It is assumed that the bends in short radii in combination with tricuspid valve interaction resulted in extraordinary mechanical stress. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.